Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas) confirmed the presence of pump thrombosis. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing, and another segment measuring approximately 6 inches was also returned. The severed distal portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. The sealed outflow graft and the outflow graft bend relief were returned, as well as a gortex wrap around the outflow graft bend relief. A bend relief collar was present and secured with green suture. The outlet elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a large, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the thrombus did not form in the outlet stator. Although its origin and duration of time for which the thrombus was present in the pump cannot be conclusively determined, the concentric contact marks on the outlet bearing cup and outlet cone section of the rotor suggests that the thrombus was present during pump operation over an undetermined period of time. Although a root cause for the development of this thrombus could not conclusively be determined through this evaluation, it could have contributed to the patient's reported elevated ldh and elevated pump powers, which were confirmed through the submitted log file. Upon removal of the observed thrombus, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was inpatient with elevated lactate dehydrogenase(ldh). Patient had done well with IV fluids and ldh was stabilizing. Ldh began trending up despite hydration and blood pressure control. Ldh on (B)(6) 2019 was stated to be 700-800. Power elevations noted in patient history starting on (B)(6) 2019 as high as 11.2 watts. Review of the log file by the manufacturers technical services representative showed power trending up overtime and appeared that this trend was related to power spikes during pi events. The spikes occurred between 10:39pm on (B)(6) 2019 and 12:15am. On (B)(6) 2019. It was recommended to monitor ldh and resubmit log files. Additional information was received on (B)(6) 2019. It stated that the patient was transplanted due to the events under this record. The pump was stated to be returning. Additional information was received on (B)(6) 2019. It stated that thrombus was not confirmed. There was no cause found for the elevations. The patient received heparin and integrilin before the transplant.